Event description:
On (B)(6), 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter displayed an error 2 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6), 2014, at 5pm. The patient manages her diabetes with insulin (self-adjuster); however, in response to the alleged meter issue, the patient reportedly skipped her lantus and humalog regimen. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly developed symptoms of shaking and sweating two hours later; it is not clear what treatment the patient had administered after the onset of her symptoms. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time; there was no misuse of the lfs product; and the patient was using the correct test strips and proper testing procedure at the time the alleged issue occurred. The csr noted the alleged issue was resolved with training. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.